Event description:
The customer reported that the 8015 needs a new battery. No patient involvement is noted

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for defective battery alarm. Replaced the battery. Pm performed. All tests passed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02/16/2016 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the battery pack.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the 8015 needs a new battery. No patient involvement is noted.